Event description:
As reported by the user facility: IV catheter was placed in patient's hand (B)(6) 2022. It remained in place working fine for full length of stay until (B)(6) 2022. On removal a part of the catheter was retained in the patient's hand. Required surgery for vein resection to remove the catheter part. As part of an internal nonconformance, this importer MDR is being submitted retroactively. Please note that the associated manufacturer MDR for this event, 9610825-2022-00133, had already been previously submitted timely on 14apr2022. As b. Braun medical, inc. Submitted the manufacturer MDR on behalf of the manufacturer, the importer MDR was inadvertently missed.